Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The visual inspection of the returned packaging identified that the outer carton box was damaged. The foam inserts were found to be scuffed and damaged. And the sterile pouch had black porous debris. The implant was not returned and remains implanted in the patient. DHR was reviewed and no discrepancies were found. The root cause of the reported event is attributed to transit damage causing the foam to shed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an initial left hip arthroplasty, the stem implant packing was opened and crease like substance was seen, inner sterile packaging was damaged. The plastic container was filled with water to see if it leaked and checked again for integrity. It held water and had no crack. The stem was rinsed copiously with irrigation and implanted, because it was the only stem available. Additional information was requested however, none was available.